Manufacturer narrative:
After battery installation device gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify critical pump error, perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. Device received with corroded battery tube and corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had critical pump error on screen. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that they were swimming. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the back up plan. The insulin pump will not be returned for analysis.